Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to increased resistance between the electrodes of the generator olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w, brand name: high frequency unit, esg-400, common device name: electrosurgical system generator, 510(k): k203682, product code: gei. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error code e006 during a therapeutic, trans urethral resection of bladder tumour procedure. The error eventually stopped occurring and the treatment was continued and completed. There were no reports of patient harm.